Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had been showing a white screen. A technical support specialist (tss)remoted into the station and found the oltp database in suspect mode. Dropped the database, followed the attached knowledge article to synchronize the station, and informed the customer that the station was successfully synchronized. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was showing white screen and an error message like unexpected error occurred cannot open database. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.